Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The illuminator was installed into a test system and failed to power up with error 48238. Based on the information provided at this time, this complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the illuminator powered off and the image turned black with error 297. An isi technical support engineer (tse) confirmed errors 48238 and 297 in the log files indicating an illuminator communication issue. The tse advised to continue with an external illuminator. The surgeon made the decision to continue with an external illuminator and the procedure was completed with no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported issue and replaced the illuminator to resolve the issue. The illuminator contains a high-intensity light source to illuminate the surgical site and the electronics for initial processing of endoscopic video.